Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. Additional information was requested, but was not provided.

Manufacturer narrative:
Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit (mpu); however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. Attempts were made to clarify whether the cord came loose from the wall or the mpu, however, no further information was provided. The account submitted system controller and lvad log files for review. The system controller event log file showed that the rsoc dropped from the expected approximately 12v down to approximately 7.8 then to approximately 4.6v and eventually approximately 0.01v in approximately 5 seconds activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the system controller was connected to the mpu. Low power advisory and low power hazard alarms were also captured. The system operated on the backup battery (ebb) until the patient connected to a charged battery. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 5800 rpm for the duration of the file, including the no external power events. The system controller periodic log file, lvad event file, and lvad periodic file were also reviewed and no additional atypical events or trends in pump parameters were captured. The device history records could not be reviewed because he mpu was not returned for evaluation and the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.